Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with syncope. Technical support was contacted and confirmed noise resulting in oversensing and undersensing on the right ventricular (rv) lead. Noise was not reproduced in real-time and no intervention has been performed at this time. The patient was stable.